Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the proximal left anterior descending (lad) artery. A 4.00 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during introduction, it was noted that the stent was wrinkled. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number cannot be identified. A visual examination of the crimped stent found that the stent was returned on a snare. The stent was severely damaged the whole length with stent struts bunched and distorted. A review of the manufacturing data for the stent profile was performed and no anomalies were noted. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that after the stent was noted to be wrinkled, the stent was removed on the balloon, through the guide catheter, without complications. The stent was returned on a snare because of the stent condition. The snare was not used inside the patient.